Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4) relates to (B)(4) for the issue of stent positioning issue. The complainant indicated that the device was implanted; therefore a failure analysis of the complaint device can not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a preloaded advanix rx biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, a 7fr x 15cm flexima biliary stent and an 8.5fr x 15cm advanix biliary stent were implanted. As the physician attempted to implant a third stent, an 8.5fr x 15cm advanix biliary stent, the already implanted advanix rx biliary stent was inadvertently pushed father in to the duct. The physician used forceps to reposition this stent. The procedure was successfully completed with all stents remaining in the patient. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.